Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they air bubbles in the reservoir. The customer's blood glucose was 300 mg/dl at the time of incident. The reservoir will not be returned for analysis.